Event description:
Drain placed in left leg broke at hub while trying to remove after surgery. On 4/26/94, two drains were put in pt during surgery. On 4/28/94, rn removed drain from right leg with no complications; however, while attempting to remove drain from left leg, drain broke at hub. Drain was removed surgically on 5/2/94. Pt at no time was in any immediate danger.